Event description:
After nearly 6 yrs of implant, a "reset" warning message was displayed upon device interrogation during f/u. The physician requested an explanation and recommendation for this pt.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Method: the programmer files were reviewed. Please refer to the attached analysis report no. (B)(4) for complete details.